Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that post procedure, the patient experienced a skin burn where one of the two grounding pads had been placed during the procedure. Topical treatment was applied. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. From the provided information it can not be determined if the product met specification. The picture showed reddening on the skin of a patient at the pad site. No pictures of the device were provided for analysis. The customer reported condition was not confirmed. Without the product a detailed investigation could not be performed. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.